Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per patient's clinic, the patient has permanently discontinued use of the device, the reason for device non-use was not reported. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2013.